Event description:
The customer reported that his olympus video system center was not displaying an image during preparation for a diagnostic procedure. According to the initial reporter, the intended case was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was not confirmed. While testing the subject device, the image was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the vibration test to each part connector and the power on/off were carried out 50 times for more than 5 hours of aging, but no trouble could be confirmed. Inspection showed that the patient circuit (dp) board was defective. It was determined that the phenomenon was due to a dp board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.